Event description:
It was reported by the aci sales professional that a "heavy" male pt underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained just above the bifurcation via a 6f terumo sheath. The pt was not anti-coagulated. Following the procedure, the physician, who is a trained user, selected the mynxgrip vascular closure device 6/7f to close the access site. It was reported that the "sealant was deployed at the skin level". Fifteen minutes of manual compression was applied to achieve hemostasis. The pt was discharged home the same day ((B)(6) 2012) of the procedure.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1212205) indicated that the device lot met all established performance criteria prior to shipment.